Manufacturer narrative:
Additional narrative: patient¿s age reported as middle aged, exact age is unknown. A product development investigation was performed on the returned device (driving cap, part # 03.010.475, lot # 2681393). The subject device was returned and reported to have had its threads sheared off into the insertion handle. This complaint condition was likely caused by over five years of consistent use and possibly improperly angled hammer blows; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The 03.010.475 driving cap is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system. The device was returned and reported to have had its threads sheared off into the insertion handle. This condition is confirmed; the distal threaded tip has broken off from the shaft of the device along a shear fracture surface. It is likely that over five years of consistent use and possibly improperly angled hammer blows have led to this complaint condition. The device was manufactured in 3/2011 and is over five years old. The balance of the returned device is in fairly worn condition consistent with the method of use. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.010.475, lot# 2681393. Manufacturing location: (B)(4), manufacturing date: mar 15, 2011. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, surgeon was performing a tibial nailing for a proximal shaft fracture of the tibia, with suprapatellar instrumentation. During the procedure, the "hammer guide" (driving cap) threads sheared off into the insertion handle. The driving cap reportedly broke. The drive cap's sheared off threads were removed from the insertion handle and the broken device was not used during the rest of the surgery. The fragments were easily removed from the insertion handle and will be returned for investigation. The surgery was completed without delay or complications. Concomitant device reported: insertion handle (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap. This is report 1 of 1 for com-(B)(4).